Manufacturer narrative:
This report is submitted on may 28, 2020.

Event description:
Per the surgeon, the patient experienced an infection ((B)(6)) at the abutment site that was successfully treated with antibiotics (mode of administration unknown).